Event description:
A healthcare professional reported that an ophthalmic illumination lamp failed to light up, even though it had not been used for long before the vitrectomy surgery. The procedure was completed successfully. No patient impact was reported. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.the manufacturer internal reference number is: (B)(4).